Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump was alarming with a no disposable alarm and the pump would not run. An attempt was made by patient to take the pump apart and restart it, but the pump would not restart. The medication infused was 5-fluorouracil (5-fu) with programmed rate at 4.4 ml/hour, the remaining volume was 26.4 ml, and volume given was 77.4 ml. The event occurred during infusion.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.